Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right ventricular (rv) and right atrial (ra) leads showed a dislodgement and required a revision for reposition. The rv lead had been implanted in an off-label way for left bundle branch pacing. The ra and rv leads remain in service. No additional adverse patient effects were reported.